Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A corrective action has been initiated to prevent similar sideport events.

Event description:
During the procedure, while the introducer was in the left atrium, the sideport detached from the sheath. When the irrigation tubing was about to be placed onto the hemostasis valve. The sheath was replaced and the procedure was completed with no adverse patient consequences.